Event description:
I had received mcghan saline textured implants in (B)(6) medical center in (B)(6) 1993. Assured they were 100% safe and would out last my lifetime. Nobody told me they sprayed it with polyurethane. I had cervix cancer from them in 99 my child who was born less then 2 yrs after my implants has a deformed spine and tumor in the brain. These cancers not in our family. Nobody would help when one ruptured while watching tv with my daughter in 2008. I realize now why. Mcghan intended to save himself money at our expense. By using industrial silicone instead of medical silicone I got one on the right implanted inside my body. Had I known any of this was even possible. I would have never even given it a thought. Half my life and what little is left has been damaged in ways unimaginable. Worse of all my child is and too will suffer throughout his. That alone is the biggest hardest heartbreak in my life. We both have and had tumors, 'noduals' suffer illness to the point of near death. I now have a diagnosis multiple myeloma because the surgeon somehow left town before ordering cd30 at the time of explant aka double bilateral mastectomy finally approved due to the severe capsule contracture pulling on my heart. Which still today 2 yrs later is severely painful and frightening. I know my cause of death will be this. I fear although fighting to live. I won't live much longer. So please stop testing the good people who put their trust in our leaders and med professionals. This kind of cruelty is a sin. Please don't allow this. My child is suffering from my mistake in trusting our medical professionals and this is no longer anything to be covered up. We need to stop this and fix it now. Today it's a serious crime and sin before god himself. Do not kill. Please I am still living with a malignant nodual and taking dog dewormer to stay alive. Because a nice honest citizen spoke out in time to save my life for now a drug they shipped away that would have saved thousands. Please do the right thing. FDA safety report ID# (B)(4).